Manufacturer narrative:
The probable root cause of this issue is to faulty component of erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed. Failure analysis investigations did replicate and confirm the customer complaint m02 error. Upon visual inspection indicates the unit is in good cosmetic condition. Functional testing revealed that the iesu generated error code m02-7 upon startup. Additionally, review of the internal logs showed errors c84, c00 and m02. The 2nd iesu generator has been returned and evaluated by the failure analysis (fa) team. The issue was confirmed using the system logs, where erbe-related errors were found. During functional testing, the erbe generated error code m-02-7 upon startup. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator was giving an m-02 error when using monopolar energy. The intuitive tech support engineer (tse) reviewed the system logs confirmed the m-02 error. The tse recommended rebooting the erbe, but the m-02 error occurred right away on power up. The tse then recommended swapping to another da vinci system, or use a force triad generator. The caller stated they were going to run the force triad foot pedals next to the surgeon's console. The procedure was being completed as planned, with no reports of patient injury.